Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 466 (mg/dl) with trace ketones, and delivered a manual injection to address bg level. The customer received a replacement pump and requested assistance setting up a temporary basal rate. Tandem technical support assisted the customer with the requested changes to the settings.